Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The drive support disk was inspected and no anomalies were noted. The pump was received with broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The customer states the drive support cap was protruded. The customer's blood glucose level had been as low as 52mg/dl. The customer's most current level was 122mg/dl. The customer treated with food. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.